Manufacturer narrative:
The investigation did not identify a product problem. A general reagent issue can be excluded. To the mathematical differences of the cortisol values, generated with the assays from different manufacturers it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The follow-up actions include testing one of the returned patient samples with retention material and competitor material.

Manufacturer narrative:
For one event, the investigation is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Questionable low results for two patients were generated for the elecsys cortisol ii assay on a cobas 8000 e 801 module. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.